Manufacturer narrative:
Follow-up #1: date of submission 12/03/2015 device evaluation: the device has been returned and evaluated by product analysis on 11/21/2015 with the following findings: the basal total daily doses correctly reflected the user's programmed basal rates. The pump was programmed with a 1.0u/hr basal rate and exercised for 24hr time period; at the end of testing the basal history correctly showed 1.0u and the tdd showed 24.0u. No alarms occurred during the 24hr duration testing. The battery compartment was cracked below the bumper pad. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the basal delivery totals did not match the active basal program. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.